Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/13/2020 h.6. Investigation: customer returned (15) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle does not fit onto the insulin pen and the hub is loose and the needle clogged during priming. All returned pen needles were examined and 13 out of 15 samples exhibited a bent non patient end of the cannula, which could prevent the hub from correctly attaching to a pen and could prevent insulin from flowing through the cannula properly. Both remaining samples were tested and both were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for does not attach as intended, hub loose & needle clog. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA needle does not fit onto the pen, the hub is loose, and it was clogged. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown it was reported that needle does not fit onto the insulin pen and the hub is loose. Also reported needle clog during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA needle does not fit onto the pen, the hub is loose, and it was clogged. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown. It was reported that needle does not fit onto the insulin pen and the hub is loose. Also reported needle clog during priming.